Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer report 3006705815-2020-01422. It was reported that lead migration issue was observed. The lead was explanted as a result to resolve the issue. It is unknown which serial number of the lead was explanted therefore both leads are being reported. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.